Manufacturer narrative:
Investigation into this event shows that the calibration and the instrument were operating properly. The false reactive vitros anti hav igm results are inconsistent with the negative total anti hav and other non vitros hav igm assays results, supporting that this event is a sample related event. There was no report of patient harm. The root cause of the falsely elevated result is unknown.

Event description:
A customer observed falsely reactive ahav igm results with multiple samples from a single patient tested on the vitros eci analyzer. These results did not agree with results generated on two alternate test methods. Quality control results were within acceptable ranges. Erroneous anti-hav igm results may lead to confusion in the diagnosis and treatment of acute hepatitis. There was no allegation of harm as a result of this event.